Event description:
Staff found problem with brakes. Not engaging properly. Brakes would engage but not hold. No injury reported.

Manufacturer narrative:
Located stretcher in hall during routine rounds. Found problem with brakes not engaging properly. Brakes would engage but not hold. Troubleshot and determined that it needed a brake/steer upgrade at head section. Removed and replaced old brake/steer assembly with upgrade to resolve this issue.